Manufacturer narrative:
Sc-1110-02 (sn: (B)(4)). Device evaluation indicated that the ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient was experiencing weakness, headache, and pain. Inadequate stimulation was also noted. The patient underwent an ipg explant procedure. It was also mentioned that during the procedure, the physician noted a calcification not on the ipg but in the pocket and there was a milky white fluid in the pocket as well. No signs of infection were noted and neurological examination was within normal limit. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing weakness, headache, and pain. Inadequate stimulation was also noted. The patient underwent an ipg explant procedure. It was also mentioned that during the procedure, the physician noted a calcification not on the ipg but in the pocket and there was a milky white fluid in the pocket as well. No signs of infection were noted and neurological examination was within normal limit. The patient was doing well postoperatively.